Manufacturer narrative:
The device was returned for analysis. The root cause of the pump stop was likely due to bearing wear at 48 days which is beyond the 28 day design life for the impella 5.0 per design. The cause of the heart valve damage was not determined. The product was released with a completed and reviewed device history record under the abiomed quality system. Abiomed will continue to monitor these types of events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The impella 5.0 is expected to be returning and an investigation is currently underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6)-year-old male patient had impella 5.0 pump inserted in the left axillary for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that due to the patients pre-existing medical history it was difficult to move to vad. Physician was aiming to weaned impella; however, cardiac function was quite poor, and weaning did not progress easily. Impella was in for long-term support. On the 48th day after insertion, the pump suddenly stopped. Troubleshooting was attempted; however, not successful. The device was explanted. Subsequently, the patient developed mitral regurgitation (mr) due to the impella getting caught in the mitral valve. Since the mr did not become worse, no treatment was rendered. Due to the patient's medical history, no active treatment will be given. The patient's condition is stable with low hemodynamics. No further information was provided.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. Additional information added to d6a/d6b for implant/explant dates. Corrected h6 codes from original MFR 1220648-2021-00985. Health effect - clinical code added for mitral regurgitation and cardiovascular insufficiency reported. Health effect - impact code correct to device explanted.